Event description:
It was reported that a asymptomatic patient came into the clinic after receiving an alert for hv lead impedance high out of range. The hv lead impedance monitoring upper limit was increased. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.